Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 10mm in length, eccentric and total occlusion target lesion was located in the mildly tortuous, moderately calcified and 3.5mm in diameter left anterior descending artery. A 12 x 3.50mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, the returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: there was no stent returned with the device for examination. The balloon profile was examined and showed evidence that the stent was crimped onto the balloon. The balloon appeared to have been inflated which may indicate that the stent was deployed. There was contrast media present throughout the balloon. A tactile and visual examination found the unit no damage to the tip or hypotube sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).